Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized on the same day as the onset and was discharged the next day. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.